Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a patient sample processed on a vitros 5600 integrated system. The investigation was unable to determine an assignable cause. Based on acceptable historical qc review and within-run precision test results, the investigation found no evidence to suggest that a vitros reagent or instrument malfunction contributed to the event. Inappropriate pre-analytical sample handling could not be ruled out as contributing to the result as ortho was unable to determine whether the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation.

Event description:
The customer obtained a lower than expected vitros tsh result on a patient sample on a vitros 5600 integrated system. Vitros tsh result of 0.49 miu/l versus the expected result of 0.78 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The erroneous patient sample result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).